Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reverting to set up mode. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2015 at 5:00pm. The patient informed the csr that she manages her diabetes with lantus insulin at night and metformin medication twice daily. In response to the alleged issue, the patient reportedly took less food and/or drink. The patient claimed that 2 days after the alleged issue started she developed symptom of "blurry vision". The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr noted the alleged issue occurred after removing or replacing the battery. The csr walked the patient through resolving the issue and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign/symptom suggestive of a serious injury after the alleged meter issue began.